Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
It was reported that the needle mechanism did not fully deploy as intended during activation indicating that there was a needle mechanism failure. The patient did not provide any blood glucose levels.